Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. Reportedly, the battery depleted 50% within one day. The pump shut off due to insufficient power multiple times due to the depletion issue. The customer's blood glucose level was 210-290 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.